Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) instructed the hp to check the set up of supplies. The hp stated the supply bag disconnected during the dwell cycle. The hp further stated she would discard the setup and complete therapy with manual bags. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.